Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the chin and pre jowls with one syringe of juvederm volux xc. The patient concomitantly takes estradiol and metoprolol. Approximately three months and a half later, the patient went to the hcp¿s office with the injected areas ¿red, swollen, hard and tender to the touch and "maybe" bruising under the mandible.¿ the patient stated this started one or two months after the injections. The hcp will treat the patient with a steroid and an antibiotic. Symptoms are ongoing.